Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, the device was found to be in backup vvi mode. The physician contacted technical services and the firmware download was recommended. The patient later presented in the clinic and device firmware download was completed successfully. The patient was stable.